Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed to deliver unspecified concentration of morphine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the IV site had infiltrated. At that time, the patient showed signs of a burn at the IV site in the left hand. It was reported the IV site was changed to the left foot and the morphine delivery was restarted using the same device. After an unspecified length of time, it was reported that the IV site had infiltrated again and the patient showed signs of a burn at the second IV site in the left foot. The customer contact reported that there were no device alarms. The patient was treated by flushing both IV sites with normal saline, warm compresses were applied, and unspecified vasodilators were injected into the affected tissue around the IV sites. The device was removed from clinical service. A replacement device was used to resume therapy. The customer contact reported that the patient recovered from this event and was discharged from the hospital on an unspecified date. During testing at the user facility, it was noted that the device occlusion parameters were set at 6psi (pounds per square inch) and the device occluded at 3.2psi. The customer contact reported that the device performed within specification. Though requested, no additional information was reported.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded that the service center. A review of the history indicates on (B)(4) 2014 at 2313, the device was powered on using ac power. At 2317, line a of the device was programmed to deliver at a rate of 11ml/hr, with a vtbi (volume to be infused) of 14.1ml, for duration of 1 hour and 19 minutes, and the delivery was started. At 2320, the device alarmed for "n186 distal occlusion." At 2320, line a was programmed to deliver at a rate of 11ml/hr, with a vtbi of 13.7ml, for duration of 1 hour and 17 minutes, and the delivery started. At 2339, the device alarmed for "n250 door open while pumping." At 2341, the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.